Event description:
The ipp device was removed from the patient and replaced due to a leak in the reservoir-puncture from staple. Info indicated "probable" puncture from staple.

Manufacturer narrative:
Pump performed within specifications. Cylinders performed within specifications. Tubing was functional. Eservoir had a wear leak.